Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check with information - system volume too large. Identification of issue has been done by analyzing problem description and service report. The o2 gas module was defective and replaced. The o2 gas module regulates the inspiratory gas flow and gas mixture. Defective o2 gas module may lead to stop of ventilation or low o2. The part has not been returned. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).